Manufacturer narrative:
H3 and h6 codes: updated. The suspect pump was returned for evaluation. Review of the event history log showed that a cassette not attached properly alarm occurred on 12-mar-2026. No service records were found within the past 12 months. Visual inspection confirmed that the cassette attachment error. The allegation made by the complainant was confirmed. The downstream occlusion (dso) sensor was replaced. The probable cause was identified as a defective dso sensor and battery compartment. Following repair, the device successfully passed all functional tests.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had cassette attached errors during pre-test. There was no patient involvement.